Event description:
It has been reported to philips that the system will not boot up. The device was in clinical use. There was a delay in the procedure. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, there was a delay in diagnosis for almost 20 minutes when the issue was occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not booting up, all screens were black. The customer stated that when he pressed the button, it blinked and then turned off and none of the monitors were coming up. Rse rebooted the system and after that, the system was returned to use in good working order. These codes were updated based on investigation outcome. Evalution method code was corrected.